Manufacturer narrative:
B3: unknown device evaluation: one device was received. A visual inspection found broken top and bottom housing. The customer reported complaint was confirmed. During the functional testing, a motor rate error was found as well as a broken standoff on the plunger bottom case. Top and bottom housing was replaced as well as the lead screw, worm coupling, ear clip set, lcd, battery, and plunger head. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump had a broken top and bottom case. There was unknown patient involvement and unknown patient harm/adverse event reported.